Event description:
On (B)(6) 2010, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. After implantation of the tag device through the gore introducer sheath, the physician pulled the sheath back for removal, at which time, the left external iliac artery (eia) ruptured. An iliac extender component was implanted to resolve the rupture. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore introducer sheath with silicone pinch valve instructions for use (IFU): ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result. The 20 fr sheath is intended to be used with a vessel inner diameter of 7.6 mm.